Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter would not deploy.

Manufacturer narrative:
The lot number was not provided, so the manufacturing and inspection records could not be reviewed. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned two filters pre-loaded in the cartridge. Found dry blood/body fluid in both cartridges, and filter stuck in the cartridge or filter unable to be removed from the cartridge. Both devices were functionally evaluated, both cartridges were soaked in alcohol approximately 3¿5-minutes and then filter was removed from the cartridges. Filter was then put in warm water for approximately 2 second and filter opened normally without any issue. Filter loaded and removed from the cartridge multiple times and filter opened normally. Product complaint mode could not be duplicated during the evaluation and complaint was not confirmed. Also, there were no damage found on the product. No further evaluation and no corrective action required this time.

Event description:
Filter would not deploy.